Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2023, the patient experienced loss of consciousness, an epileptic seizure, blurry vision, weak knees, and generally felt unwell, the cgm was reading 4.5 mmol/l, there were no blood glucose readings reported during the event. An ambulance was called but the patient regained consciousness before they arrived, the patient stated he ate something just before he passed out. After he regained consciousness, he took dextrose himself and did not need assistance with this. No further treatment was needed, and the patient did not visit the hospital. During the event the patient bit his tongue and after the event he experienced a headache, for which he took 1000mg of paracetamol. At the time of the report the patient was doing okay. The patient reported also that his blood glucose values have not been consistent since he quit smoking. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.